Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au5800 clinical chemistry analyzer. The fse replaced the buffer valve, reference valve, mixer bars, and mix motors to resolve the issue. (B)(6).

Event description:
The customer reported generating high patient results for na (sodium) on their au5800 chemistry analyzer. The erroneous patient results were not reported out of the laboratory; thus, there was no change to patient treatment in association with this event. Quality control was within the laboratory's established ranges prior to the event. The customer was unwilling to provide any data.